Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® titanium large hexed screw (ilrght) was returned for investigation. Visual inspection of the returned product identified fracture on the screw neck with the threaded portion of the screw broken off. A device history review was performed and no related nonconformances were noted. Complaint history review was performed for the reported lot number (1212216) for similar events and 2 other relevant complaints were identified. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) & biomet 3i restorative manual (instrm rev b 10/15) information identified: warnings precautions potential adverse effects documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 02/16 information identified: torque matrix - internal connection. Complaint reported that the screws fractured. The reported event is confirmed as visual inspection identified fracture on the returned screw. A root cause for this complaint could not be determined. The following sections have been updated: date of this report. Expiration date, UDI: (B)(4). Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes'. Device manufacture date. Evaluation codes.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number k072642.

Event description:
It was reported that the ilrght screw was fractured. Doctor was able to remove the fractured portion from the implant. Implant is ok.